Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A33 alarm during prime/a33 test at 4 lbs due to faulty force sensor resistor. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratched display window.

Event description:
Customer reported the insulin pump alarmed during the manual prime. Customer's blood glucose was 259 mg/dl, which was treated with a manual injection. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer stated the drive support cap appears normal and did not press it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.